Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt underwent explantation of the device on date unknown due to infection. Cultures of samples obtained via the pump's catheter access port grew klebsiella, enterobacter, and citrubacter. The pt underwent implantation of a new device in 1997. The pt's attorney contacted the MFR stating " the pt claims that pt has contracted an infection that originated with the morphine. Pt has sued the pharmacy and pharmacist, who in turn have sued the pump MFR, the MFR of filters and filtering systems used by the pharmacist in preparing the morphine prescription, and the company from which the morphine was purchased.